Manufacturer narrative:
Complaint conclusion: as reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. This is a (B)(6) female with medical history including angina, history of peripheral artery disease, history of hyperlipidemia, history of hypertension, history of tia, history of pvd/claudication, and history of diabetes mellitus. At the time of index procedure, angiography revealed 80% stenosis in the proximal right coronary artery. The indication for the procedure was stable angina pectoris. The proximal rca lesion was described as 24 mm in length, class c, and de novo. As planned, the lesion was pre-dilated with a 3 x 15 mm balloon at 12 atm and a 3.5 x 23 mm cypher rx was implanted at 14 atm. It was reported that the initial stent did not cover the full lesion and another 3.5 x 8 mm cypher rx was overlapped proximal to the initial stent at 13 atm. The stent was post-dilated with a 3 x 15 mm balloon at 12 atm due to the stent did not fully expand. At screening, the cardiac enzymes were normal in range. At 6-12 hours post index procedure, the ck-mb was 12.7 (5.8 unl) and the troponin I was 1.48 (0.1 unl). At 16-24 hours post index procedure, the ck was 378 (232 unl), the ck-mb was 22.6, and the troponin I was 4.46. ECG report was unavailable. According to the reviewer physician, there was no periprocedural mi, but the elevation in enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural complications reported and the patient was discharged the following day. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15124230 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00422 and 3003742446-2012-00423.

Manufacturer narrative:
Concomitant medications at the time of mi included ace inhibitors, aspirin, plavix, and hmg coa reductase inhibitors. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00422 and 3003742446-2012-00423.

Event description:
As reported from the cec adjudication minutes of a (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure. At the time of index procedure, angiography revealed 80% stenosis in the proximal right coronary artery. The indication for the procedure was stable angina pectoris. The prca lesion was described as 24mm in length, class c, and de novo. As planned, the lesion was pre-dilated with a 3 x 15mm balloon at 12atm and a 3.5 x 23mm cypher rx was implanted at 14atm. It was reported that the initial stent did not cover the full lesion and another 3.5 x 8mm cypher rx was overlapped proximal to the initial stent at 13atm. The stent was post-dilated with a 3 x 15mm balloon at 12atm due to the stent did not fully expand. At screening, the cardiac enzymes were normal in range. At 6-12 hours post index procedure, the ck-mb was 12.7 (5.8 unl) and the troponin I was 1.48 (0.1 unl). At 16-24 hours post index procedure, the ck was 378 (232 unl), the ck-mb was 22.6, and the troponin I was 4.46. ECG report was unavailable. According to the reviewer physician, there was no periprocedural mi, but the elevation in enzymes was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural complications reported and the patient was discharged the following day.